Event description:
States one pump sn. (B)(4) is alarming with error message "lec 1870". Advised pump will need to be replaced. Sending new replacement pump. Is the actual device available to be returned for investigation? Yes; did we replace device? Yes. What is serial number of malfunction pump? (B)(4); did the reported product fault occur while in use with patient? No; did product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by: patient/caregiver. Strength: 5mg/ml; dose or amount : 90ng/kg/min ; frequency: continuous; route: IV; dates of use : from (B)(6) 2012 to ongoing; diagnosis or reason for use : pah.